Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to the corroded keypad traces. No ramping numbers anomaly noted. The device also was received with minor scratched display window, cracked case at the display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the buttons on the insulin pump were unresponsive and the numbers were ramping on their own. Customer's blood glucose reading at the time of the call was 16 mmol/l. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.